Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported an app crash alert. It was determined that the issue was related to the mobile application. No data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of an unexpected g5 mobile application shut-off was not confirmed via data. The root cause could not be determined.